Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg) 2011-(B)(6), 5076-52 implantable pacing lead 2011-(B)(6). (B)(4).

Event description:
It was reported that the atrial lead had dislodged. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.